Event description:
Patient called to report an adverse event and product problems involving an ethicon hernia mesh she had implanted in 1999. Patient is unsure of exact implant date. Patient stated that in 2000 the problems with the mesh started and she had her first repair as the mesh was infected and she was experiencing pain. Patient stated that she received mesh repairs in the years 2000, 2004, 2007, 2008, 2010, 2012, 2015, 2019 and then had the mesh removed in 2021. Patient stated the reasons for the mesh repairs were infections, recurring hernia, pain, 2 bowel blockages and lysis of adhesions. Patient stated when she had the mesh removed in 2021 it came out all balled up. Patient stated she reached out to ethicon due to the many issues she experienced with the mesh but was told by ethicon doctors that her issues were not caused by the ethicon mesh. Patient stated she still experiences problems with her stomach from so many surgeries and has problems using the bathroom.